Event description:
The customer reported that the right monitor has gone very dark. Images look good on the left monitor and then dark when get to the right monitor. No patient injury was reported.

Manufacturer narrative:
The service rep installed the monitor. Imaging was tested and the monitor is no longer dark. System returned to service.